Event description:
It was reported that the patient with this device exhibited two occurrences of low out of range shock impedance measurements on the right ventricular (rv) channel. It was noted that the patient just recently started using a pain control therapy for his lower back in the past few months and confessed he was in the pain clinic on the same day as occurrences. Which was suspected to be caused by electromagnetic interference (emi). The plan is continuing to be monitored. At this time, the device remains in service and no adverse patient effects were reported.